Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency department. Upon review it was noted that the implantable cardioverter defibrillator had multiple non-sustain right ventricular over-sensing due to loss of capture. Programming changes were performed. The patient was in stable condition.